Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received and evaluated. It came in (B)(4) plastic bag. A visual inspection was performed. It has the rubber stopper rolled. They show the samples received and the top web packaging blister. A potential root cause is associated with the syringe assembly process. After the barrel molding process, the barrel goes to the barrel printing process. Then goes to the plunger rod rubber stopper assembly; possibly, they were not properly aligned inducing the reported symptom and not detected in the next processes. Based on the samples /photos provided, the symptom reported by the customer is confirmed. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: lot# unknown. A device history review could not be completed as no batch number was provided. Based on the samples /photos provided the symptom reported by the customer is confirmed. The lot# is unknown; therefore, no trending can be performed. Root cause description: a potential root cause is associated with the syringe assembly process. After the barrel molding process, the barrel goes to the barrel printing process. The goes to the plunger rod rubber stopper assembly; possibly they were not properly aligned inducing the symptom reported by the customer and not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd 20ml syringe luer-lok¿ tip experienced a misaligned/jammed/insecure stopper which was noted prior to use. The following information was provided by the initial reporter: prior to use in the manufacturing process a damaged stopper was found.